Manufacturer narrative:
On 2018-nov-13 arjo has become aware of the event involving arjo maxi move passive floor lift and the sling, which occurred in (B)(6) facility located in (B)(6) in the netherlands. It was reported that during resident (male, 62 kg) transfer from the chair, one of the clip sling detached from the lift spreader bar. The patient did not sustain any injuries as the event occurred on the initial phase of transfer and the patient was still secured by the chair. Following the information collected by arjohuntleigh representative in the facility: it was the second event which occurred on (B)(6) 2018 with the same patient. The first event occurred while the customer used 3rd party device with other arjo sling- on the initial phase of transfer the clip also detached (no injuries occurred). After this situation, the caregiver has changed the lift for maxi move device in question to finish the patient transfer. No other details were revealed. After the event, the device was evaluated by arjo service technician. The visual and functional inspection of the lift and sling did not show any malfunction. The service technician could not re-create customer allegation. The device was working according to manufacturer's specification. Passive clip sling is a product intended for assisted transfer of residents with limited ability to move. Passive clip sling should be used together with arjohuntleigh lift devices. Product's instruction for use (IFU) is provided with each device. Before every use, IFU for the sling (04.sc.00-int1_2) instructs to assess the resident and describes the methods of use. The equipment shall be assessed against, inter alia, damage clip. IFU provides also written and pictographic guidance regarding proper clip attachment process: "attach the clips (5 steps) 1. Place the clip on the spreader bar lug. 2. Pull the strap down. 3. Make sure the lug is locked at the top end of the clip. 4. Make sure the strap is not squeezed in between the clip and the spreader bar. 5. Make sure the straps are not twisted." The document guides, step by step, through a proper sling application. It is important to make sure that the clip sling is attached securely before and during the lifting process. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as indicated to be required in the labeling, is locked in position with the weight of the patient. It is not likely to come off during on-label use. It cannot go inward because it is stopped by the metal frame of the spreader bar. It cannot go outward because it is stopped by the metal end stop of the clip attachment lug. It cannot go downward as it is suspended on said clip attachment lug, and it cannot go upward because it is pulled down by the weight of the patient. To conclude, clip sling was used for patient's care and in this way contributed to the alleged event. No defect has been found within the clip, but since the sling clip detached from the spreader bar, it can be stated that the sling did not meet its performance specification. No serious adverse event occurred. We report this event to competent authorities in abundance of caution as clip detachment from a spreader bar may result in serious injury if the inadequate procedure of sling clip attachment would recur.

Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided following the conclusion of the investigation.

Event description:
It was reported that during initial phase of transfer clips of the passive clip sling (serial number: (B)(4)) let loose and detached from the maxi move lift (serial number: (B)(4)). There was no injury or fall reported. Patient was still sitting on the wheelchair when the incident occurred.